Event description:
Baxter (B)(4) received a report that an infusor stopped infusing during patient use. The device was filled with a 240 ml solution containing fluorouracil and saline. It was reported that 230 ml of the solution was delivered to the patient over the course of 124 hours, which is within device specifications. However, when the remaining 10 ml was given an additional 5 and a half hours to infuse, none of the solution had been delivered to the patient. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information:the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.